Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that keys were very sticky and worn. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had an intermittent down button due to flattened dome switch. No button error alarm noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case on the display window corners, missing end cap sticker and cracked belt clip slot.